Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type: programmer. Product ID 97755-s, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back stating they received replacement recharger and no longer had the "burning" from the recharger, but were still seeing the call mdt message. Patient reported the following details of message: 1-intellis 2-3.6 3-1558 4-app mgr.c. Patient added the controller will be charged to 100% but will say it needs to be charged and the light will blink red but say it is charging the implant. Caller noted this is more periodic like every month and the longest they ever went without issue is when we replaced all of their equipment (see case history) and it is very frustrating when it doesn't even work a day without having to call us. Patient reported no visible damage to battery pack, but stated one of the pins in the controller battery compartment looked a little bit different from the others. An email was sent to repair for replacement controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that for a while, they would say about the past couple of months, their ac power supply cord feels worn. Patient stated there is no visible damage, but it like falls different.

Manufacturer narrative:
Analysis of the recharger, model 97755-s, s/n (B)(6), revealed. Analysis found: no device found message and no anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The caller reported for like 2 weeks they have been getting a call mdt message and their recharger has not been working for the last couple of days and isn't registering. Caller reported no visible damage to the recharger, but stated the recharger gets "real real real hot.". No symptoms were reported. An email was sent to repair for replacement recharger